Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is still trying to obtain the complaint rt266 breathing circuits for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the swivel wye of two rt266 infant dual-heated evaqua2 breathing circuits was cracked. The customer believes someone pushed the wye piece a little harder than it should have been and it still should have held. The unit had been used less than a week and had passed the initial leak test before being placed on the patient. No patient consequences were reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the swivel wye of two rt266 infant dual-heated evaqua2 breathing circuits was cracked. The customer believes someone pushed the wye piece a little harder than it should have been and it still should have held. The unit had been used less than a week and had passed the initial leak test before being placed on the patient. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection and were visually inspected. Results: visual inspection revealed a crack along one of the swivel ports in all cases. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. The subject circuits were manufactured prior to the production change. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.